Event description:
It was reported that: the pt was being ventilated in pressure control ventilation (pcv) plus pressure support mode of ventilation. The doctor stated he entered the room and noted that the device had switched ventilation modes to continuous positive airway pressure (CPAP) mode. The doctor reported that the pt was breathing spontaneously; however, the pt's oxygen saturation had dropped. The doctor stated that pt was transferred to another ventilator and the pt's oxygen saturation stabilized. No pt injury.